Event description:
During use, it was discovered that, near the proximal end of the catheter tube, there is an open seam along the radiopaque line, which varies in length. In addition, many of the catheters appear to have a weak connection between the hub and the catheter tube. Both of these defects result in air leaks, which pose a great potential risk to pts. So far, in total, staff have found at least seven lots that are affected by these defects. Staff have discontinued use of this product and have recommended that all of facilitie's affiliates do the same.